Manufacturer narrative:
Fifty-five unopened cartridges were returned and evaluated by product analysis on 12/23/2015 and an additional forty-three unopened cartridges were returned and evaluated on 01/07/2016 by product analysis with the following findings:.a visual inspection of the cartridges was performed. No damage or defects were noted. A fill test and leak test were performed with no failures observed; there were no air bubbles observed and no leaks were found during investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging an air bubble issue with multiple cartridges. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.